Event description:
Line inserted by ir (B)(6) 2012. Commented on 25% dextrose. Line working no problems. No bed available at (B)(6) so was transferred to (B)(6) on (B)(6) 2012. Transferred on 20% dextrose. Next day (B)(6) said that there was swelling in the neck and the line was stiff to flush. Numerous attempts at cannulation at (B)(6) but unsuccessful. Transferred back to (B)(6) needing im glucagon and team managed to get a small gauge IV into pt and gave 15% dextrose at lesser rate than desirable. New cyc placed on (B)(6) 2012 after review of cxr by dr who said the line looks damaged. Observation of line - fractures in line noted in 3 places.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.